Event description:
A (B)(6) male pt contacted zoll customer support to report that the battery charger would not power on. The pt was issued a replacement charger.

Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (won't power on) has been confirmed. As received, the charger/modem would not power on. Upon evaluation, the power supply unit was defective and did not have a dc output voltage. The cause of the inability to power on is the defective power supply unit. The root cause of the defective power supply unit cannot be positively identified. No adverse event resulted form the defective power supply. The pt was issued a replacement battery charger.